Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power alarm and low volume of the audible alarm was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was submitted for review that showed events spanning approximately 6 days ((B)(6) 2022- (B)(6) 2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott. No external power alarms were active on (B)(6) 2022 from 18:24:12 ¿ 18:24:47. During this time, the backup battery was providing power to the pump. This is coincident with the reported event of the 14v batteries being fully depleted. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2022 at 11:45:36 and was reconnected on (B)(6) 2022 at 11:53:26. The driveline was finally disconnected again on (B)(6) 2022 at 11:54:06 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was functionally tested and was found to support a mock loop without issue; however, during testing it was noted that the audio tone of the alarm was low. The system controller was disassembled for visual inspection of the internal components and no issues were observed. The speaker outputs were individually measured using a decibel meter located 10 cm from the speakers by performing a self-test while connected to 14v batteries. The speaker on the side of the controller was disconnected and the speaker on the back of the controller measured over ~90db. The speaker on the back of the controller was disconnected and speaker on the side of the controller was measured below ~80db. The speaker on the side of the controller did not meet the specification of 85 db at a distance of 10 cm (design input requirements, heartmate iii controller). The compromised speaker¿s voltage was measured, and improper voltage values were found in comparison to a functioning test speaker. The back of the controller in which the speakers were connected to, was attached to a functioning controller. The speakers were connected to the test system controllers pcb and the damaged speaker was measured. The speaker was found to still be under the accepted threshold of 85db. The pcb of the returned controller was connected to the back plate of the test controller. An alarm was activated and both speakers met the accepted threshold. Thus, isolating the issue to speaker found on the side of the controller being electrically compromised. The root cause for the no external power alarm was determined to be due to full depletion of the 14v batteries, as well as full depletion of the system controller¿s backup battery; however, the root cause for the electrically compromised speaker was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 03dec2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the charge within the 14v li-ion batteries were depleted and the emergency backup battery (ebb) had activated. When the nurse checked on the patient they heard a very faint alarm and the volume of the audible alarm was a whisper. The nurse and patient were re-educated on checking the battery fuel charge. The controller was exchanged to the patient's backup controller.